Manufacturer narrative:
Analysis of the catheter found no significant anomaly. Analysis found catheter body with dried drug, blood or foreign material occlusion. Conclusion code no longer applies.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4)

Event description:
Additional information received reported that catheter was cut by the physician and was not found the way it was returned.

Event description:
It was reported the patient was not receiving pain relief since the catheter was replaced in 2014. A catheter issue was suspected and the catheter was replaced on the date of the report. No catheter issues were identified in the operating room. The surgeon decided to replace the catheter in case there was an issue. No catheter segments were left in the patient. The patient's status at the time of the event was stated to be alive with no injury. The patient was doing well and was discharged from the hospital. The pump was used to deliver fentanyl.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: 2014-(B)(6), explanted: 2015-(B)(6), product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).